Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: explanted: other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4) ubd: 08-aug-2018, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4) ubd: 08-sep-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they were in pain and couldn't increase their stimulation because they saw the "settings not available, cannot provide your desired intensity settings" message since a couple days ago. Pt confirmed their previous ins was replaced due to normal battery depletion. Pt tried to increase their group b: program 2 intensity, but they saw the "settings not available" message. Patient services specialist (pss) helped the pt switch to group a and they tried to increase their program 1/2, but continued to see the message and couldn't increase their intensities. The issue was not resolved. Pss reviewed role of rep and provided the pt with the nas number. The patient was redirected to their healthcare provider to further address the issue. Additional information received from the patient. It was reported the cause of the settings not available message was their manufacturer representative (rep) found 2 broken wires. Their controller would allow them to decrease but not increase and it appeared it was not working at all. Their rep found 2 wires that were not working. They changed over to their other wires and the issue was resolved.